Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative performed a serial read out of the pump memory and sent it to sorin group (B)(4) for further evaluation. Analysis of the pump memory confirmed that the issue was caused by a user error; the pump occlusion was too strong. The service representative cleared the nvmem, checked the internal connectors and performed a test run with and without tubing but could not reproduce the issue. The unit was returned to service. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during a procedure. The pump was switched out to complete the case. There was no report of patient injury.